Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Kim hw, lee jz, kim tn, shin dg. Holmium laser enucleation of the prostate for advanced prostate cancer-related bladder outlet obstruction: assessing effectiveness and unraveling factors impacting postoperative urinary incontinence. World j mens health. 2024 jul;42(3):650-657. Doi: 10.5534/wjmh.240060. Epub 2024 apr 24. Pmid: 38772535; pmcid: pmc11216967.

Event description:
It was reported to boston scientific via an article published in the world journal of men's health that a retrospective study was conducted to investigate the factors associated with transient urinary incontinence (tui) after holmium laser enucleation of the prostate (holep) as a palliative treatment in patients with severe bladder outlet obstruction (boo) and advanced prostate cancer (pca). A total of 28 patients with clinical stage above or equal to ct3 pca underwent palliative holep between october 2018 and march 2021 at a single institution in south korea. All procedures were performed by a single experienced surgeon using a 100 w holmium: yag laser system (versapulse powersuite, lumenis) with a 550 m end-firing fiber (slimline, lumenis, yokneam, israel) and a karl storz 26f continuous-flow resectoscope. The "two-lobe" enucleation technique was used in all patients, followed by morcellation with a versacut tissue morcellator. At baseline, 22 patients (78.57%) had acute urinary retention (aur) and 17 of them were catheterized up to the day of surgery. Bladder neck tumor invasion was present in 18 patients (64.29%). The study demonstrated significant improvements in voiding parameters (ipss, qol, qmax, and pvr) at 1 month, which were sustained through 12 months. All patients were discharged catheter-free. Postoperative complications were reported in 17 of the 28 patients (60.71%) and included: 14 patients had tui at 1 month, and 6 patients (21.43%) persisted with incontinence at 3 -12 months. No patients had incontinence at baseline. 3 patients had urinary retention within 1-week post-discharge, and they were all managed with temporary catheterization. 2 patients had urethral stricture that occurred at 3- and 6-months post-op; treated with single session of urethral dilation. No significant bleeding was observed. No clavien - dindo grade iiib or higher complications were reported. The study demonstrated that holep can serve as a safe and effective palliative treatment option for patients with severe advanced pca-related boo. This report refers to slimline 550 used for treatment along with versapulse powersuite and versacut morcellator.

Manufacturer narrative:
C2/d10 concomitant product/therapy (2): corrected. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Kim hw, lee jz, kim tn, shin dg. Holmium laser enucleation of the prostate for advanced prostate cancer-related bladder outlet obstruction: assessing effectiveness and unraveling factors impacting postoperative urinary incontinence. World j mens health. 2024 jul;42(3):650-657. Doi: 10.5534/wjmh.240060. Epub 2024 apr 24. Pmid: 38772535; pmcid: pmc11216967.

Event description:
It was reported to boston scientific via an article published in the world journal of men's health that a retrospective study was conducted to investigate the factors associated with transient urinary incontinence (tui) after holmium laser enucleation of the prostate (holep) as a palliative treatment in patients with severe bladder outlet obstruction (boo) and advanced prostate cancer (pca). A total of 28 patients with clinical stage above or equal to ct3 pca underwent palliative holep between october 2018 and march 2021 at a single institution in south korea. All procedures were performed by a single experienced surgeon using a 100 w holmium:yag laser system (versapulse powersuite, lumenis) with a 550 m end-firing fiber (slimline, lumenis, yokneam, israel) and a karl storz 26f continuous-flow resectoscope. The "two-lobe" enucleation technique was used in all patients, followed by morcellation with a versacut tissue morcellator. At baseline, 22 patients (78.57%) had acute urinary retention (aur) and 17 of them were catheterized up to the day of surgery. Bladder neck tumor invasion was present in 18 patients (64.29%). The study demonstrated significant improvements in voiding parameters (ipss, qol, qmax, and pvr) at 1 month, which were sustained through 12 months. All patients were discharged catheter-free. Postoperative complications were reported in 17 of the 28 patients (60.71%) and included: 14 patients had tui at 1 month, and 6 patients (21.43%) persisted with incontinence at 3 -12 months. No patients had incontinence at baseline. 3 patients had urinary retention within 1-week post-discharge, and they were all managed with temporary catheterization. 2 patients had urethral stricture that occurred at 3- and 6-months post-op; treated with single session of urethral dilation. No significant bleeding was observed. No clavien - dindo grade iiib or higher complications were reported. The study demonstrated that holep can serve as a safe and effective palliative treatment option for patients with severe advanced pca-related boo. This report refers to slimline 550 used for treatment along with versapulse powersuite and versacut morcellator.